Event description:
Allergan representative reported receiving a report from a physician who noted that after injection with juvederm ultra plus xc patient experienced "superficial infection" 48 hours after injection. Medrol dosepak and keflex were prescribed and the symptoms are improving. Patient had the same reaction to a juvederm injection four (4) years ago.

Manufacturer narrative:
(B)(6). Device history report summary: batch number (B)(6) was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming. The attributability is then impossible to determine.